Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump display was missing segments. Customer blood glucose reading was 159 mg/dl. Troubleshoot was performed. Customer was doing bolus while the screen went blank, there is also lines on the screen that makes it hard to see. Customer states the insulin pump fixed itself three weeks prior to the call, but the display anomaly has since recurred. Customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. Insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to lcd board. Unable to confirm missing segments/partial display and unable to perform any tests due to blank display. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.